Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned and analyzed with no anomalies found. The proximal conductor was distorted, there was blood in/on the helix mechanism, and apparent explant damage. (B)(4): the full lead was returned and analyzed with no anomalies found. There was blood in/on the helix mechanism.

Event description:
It was reported that during a pulmonary vein isolation (pvi) procedure, the right atrial (ra) lead became dislodged. The ra lead was removed and there was an attempted implant of a replacement ra lead. The replacement ra lead was not implanted due to high thresholds. A second replacement ra lead was successfully implanted. No patient complications have been reported as a result of this event.